Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if the device is returned or if additional information is received. A separate report will be filed regarding the third valve implant attempt. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during deployment, the valve was positioned deep but was able to be recaptured. During a second attempt to implant the valve, upon release from the delivery catheter system (dcs) the valve dislodged into the ventricle. A snare was used to re-position the valve but was unsuccessful. The snare was then used to hold this valve in place, while a second transcatheter bioprosthetic valve implant was attempted. The position of the second valve was deep during deployment but when an attempt was made to recapture the second valve, both valves dislodged into the ascending aorta. The second valve was then recaptured and withdrawn from the patient. Due to the patient's large ascending aorta, a decision was made to snare this valve into the descending aorta where it was left implanted. Implant of a third transcatheter bioprosthetic valve was attempted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.